Manufacturer narrative:
Complaints of this nature are monitored and captured within the product risk documentation excluding nausea. Clinical assessment determined nausea is not related. Other explanation exist as nausea is a well-known symptom related to pyelonephritis. No further action or corrective action is required at this time. H6: health effect - clinical code e1020 removed.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, a follow up report will be filed. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time. A supris device also implanted in the patient is captured under a separate medwatch report.

Event description:
As additionally reported to coloplast, though not verified: the patient also experienced recurrent stress urinary incontinence and scarring.

Event description:
As reported to coloplast, though not verified: the patient underwent intervention for stress urinary incontinence and pelvic organ prolapse. Following the intervention, the patient reportedly experienced: no bladder control, pain, the need for multiple trigger point injections, rigid cystoscopy, bladder hydrodistension, post cystoscopy retention and increased pain, ongoing chronic dysuria, bladder pain syndrome, interstitial cystitis, pelvic floor dysfunction, frequency, urgency, nocturia, urinary tract infections requiring antibiotics, reduced quality of life, hematuria, enuresis, dyspareunia, abnormal vaginal discharge, vaginal spotting, fever, nephritis, sepsis, erosion, nausea, infection, inflammation, difficulty with bowel movement and the need for complete excision of mesh.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.